Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: unable to determine. Source: phone.

Event description:
Customer reports 3 false positives compared to other rapid antigen test. Patient was asymptomatic for each test performed. Report 3 of 3.